Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the moderately calcified anatomy resulted in the stent not fully expanded after it was released (reported patient-device incompatibility-wall apposition); however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. As reported, another balloon was used to completely expand the stent and fully appose to the vessel wall. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the external iliac of the right leg with moderate calcification. The 6.0x60mm absolute pro vascular self-expanding stent system (sess) had no issues during deployment; however, the last portion of the stent did not fully expand after it was released. Another balloon was used to completely expand the stent and fully appose to the vessel wall. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the moderately calcified anatomy resulted in the stent not fully expanded after it was released (reported patient-device incompatibility-wall apposition); however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: b2 - required intervention removed correction: h6 health effect - impact code: code 4641 (unexpected medical intervention) was removed.

Event description:
Subsequent to the initially filed report; the following information was provided. The stent was ultimately apposed to the vessel wall through standard post dilatation using a non-abbott balloon. No additional information was provided.